Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, shortly after implant, the right ventricular (rv) lead triggered an alert for low r-waves. The following day, the patient was brought into the clinic and high pacing thresholds with loss of capture was also observed. In addition, the right atrial (ra) lead was evaluated and pacing thresholds were also observed to be high. The patient had no symptoms as they are not dependent, but a revision procedure was suspected to have occurred. No additional adverse patient effects were reported.